Event description:
It was reported that during the surgical procedure, the customer experienced a nonrecoverable 20008 system error code. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system faults experienced by the customer were associated with the right master tool manipulator (mtmr). The system was repaired by replacing the affected mtmr. The mtmr was returned to isi for failure analysis investigation. Based on the system logs, a motor encoder and potentiometer were replaced. As of october 10, 2006, there have been no reported recurrences of the issue at this hospital.